Manufacturer narrative:
Further analysis was performed on the main pcb and display assembly. This analysis noted that there was a solder defect on an integrated circuit component which contributed to the led display failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the lower case was broken, the upper case was dented, the side bail covers were broken, the battery contacts were compressed, the display was out of specification and the main printed circuit board (pcb) was out of specification.

Event description:
It was reported that the external pulse generator's controls did not work. The generator was returned for service. No patient complications have been reported as a result of this event.